Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder. The incident occurred in (B)(6). The reported device was returned to livanova (B)(4) for further investigation. The device was tested intensively but the reported failure could not be reproduce or confirmed. The device worked according its specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder display an error message during priming. There was no patient involvement.